Event description:
It was reported that during a pre-testing process, it was discovered that the motor device was not working at all. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had low rotations per minute (rpms) and holes in the hose. It was determined that the low rotations per minute (rpms) was because of the holes in the hose. It was further determined that there were holes in the hose by the muffler which was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube. The assignable root cause was determined to be due to misuse, abuse and /or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.